Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen on (B)(6)2017 using the cooladvantage+ coolcurve+ contour applicator. Also on (B)(6)2017 the right lower abdomen was treated at the same time they were treating left anterior flank, and the right upper abdomen was retreated along with the left posterior flank. They were treated to the flanks on (B)(6)2017 using the cooladvantage coolcurve+ contour applicator. Also on (B)(6)2018, the left upper abdomen was treated along with the right anterior flank and the left lower abdomen was treated along with the right posterior flank. They were treated to the back bulge/back fat/bra fat on (B)(6)2017 using the cooladvantage coolcurve+ contour applicator. Also on (B)(6) 2017, the left posterior bra line was treated along with the right anterior bra line. They were treated to the back bulge/back fat/bra fat on (B)(6)2017 using the cooladvantage coolcurve+ contour applicator. Also on (B)(6)2017, the right posterior bra line was treated along with the left anterior bra line. The patient developed paradoxical hyperplasia (pah/ph) on (B)(6)2017. The patient was diagnosed with pah in the abdomen, bra fat, and flanks on (B)(6)2018. The pah affected tissue was described as non-smooth, non-tender, and firmer than adjacent fat.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen on (B)(6) 2017 using the cooladvantage+ coolcurve+ contour applicator. Also on (B)(6) 2017, the right lower abdomen was treated at the same time they were treating left anterior flank, and the right upper abdomen was retreated along with the left posterior flank. They were treated to the flanks on (B)(6) 2017 using the cooladvantage coolcurve+ contour applicator. Also on (B)(6) 2018, the left upper abdomen was treated along with the right anterior flank and the left lower abdomen was treated along with the right posterior flank. They were treated to the back bulge/back fat/bra fat on (B)(6) 2017 using the cooladvantage coolcurve+ contour applicator. Also on (B)(6) 2017, the left posterior bra line was treated along with the right anterior bra line. They were treated to the back bulge/back fat/bra fat on (B)(6) 2017 using the cooladvantage coolcurve+ contour applicator. Also on (B)(6) 2017, the right posterior bra line was treated along with the left anterior bra line. The patient developed paradoxical hyperplasia (pah/ph) on (B)(6) 2017. The patient was diagnosed with pah in the abdomen, bra fat, and flanks on (B)(6) 2018. The pah affected tissue was described as non-smooth, non-tender, and firmer than adjacent fat.